Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was discovered that the right ventricular lead exhibited high pacing thresholds. The patient was sent to the electrophysiology laboratory where the lead was placed in another location in the right ventricle. The patient was stable.